Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the patient was a (B)(6) female and the event occurred in the radiology department. The diagnosis was renal dialysis with thrombosed av graft. The av graft was at the brachio-axillary area and was thrombosed for three weeks. It was successfully declotted, but it required three devices to complete the procedure. During the first attempt at declotting, the basket wire fractured. The device was removed and another kit was opened. See MDR # 2242445-2012-00030 for the next involving this same patient.